Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The evo-pc-10-11-6-b device of lot number c1393884 was unavailable for evaluation. With the information provided, document based investigation was conducted. Photos and videos of the device were submitted and reviewed and it was confirmed that the flexor broke. Documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1393884 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1393884; upon review of complaints this failure mode has not occurred previously with this lot #c1393884. The instructions for use ifu0057-4 which accompanies this device instructs the user to" visually inspect with particular attention to kinks, bends and breaks" an. There is no evidence to suggest that the customer did not follow the instructions for use ( ifu0057-4). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the large force between the shuttle and the sheath tubing break between them. This can be caused by a tortuous path and/or a kink along the catheter. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the based on the photos and video provided. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed.' As reported to customer relations: "doctor removed the latch, inserted the 0.035 guidewire that was used in the procedure, and began the process of releasing the prosthesis, but at no time was the prosthesis exposed. After several attempts at release with the catheter inserted into the patient, the product was withdrawn and the catheter was found to be locked. A 10x10 plastic prosthesis from another supplier was placed to finish the procedure."